Event description:
Per the clinic, the patient experienced tinnitus and vertigo resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 26, 2018.